Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The stylus will not synchronize properly with the screen due to the overlay bezel assembly.

Event description:
It was reported that the stylus on the programmer would not synchronize properly with the screen and was unable to be used as-is. The programmer was returned for service. No patient complications were reported as a result of this event. (B)(6) 2012 the rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Event description:
It was reported that the stylus on the programmer would not synchronize properly with the screen and was unable to be used as-is. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Correction: aware date: product ID 2067 radiofrequency programmer head.